Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device sealed over vessel and reached complete cycle tone. Vessel was cut after sealing. Seal was incomplete and began squirting/excessively bleeding. Bleeding caused an additional 10 min procedure time in order to stop the bleed. After multiple attempts to seal another device was opened but account accidentally discarded both devices. There was no patient injury.